Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched, and the lens seal was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/16/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/08/2014 with the following findings: a visual inspection of the display found that the lens film on the display lens had peeled off leaving a residue. The complaint of a scratched display was not found during investigation.